Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 20,0 mg/ml at a dose rate of 2,998 mg/day via an implantable pump. It was reported that as per the log provided, a pump motor stall occurred on (B)(6) 2025 at 13:14 followed by motor stall recovery the same day at 14:43. No patient symptom was reported. On (B)(6) 2025 e1 (for, rep): document contains no new information.